Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system. No issues were reported during preparation. During procedure, multiple recaptures were required because it was hard to identify depth due to patient anatomy. The patient had an aberrant arch and aortic angle, but it was not severely tortuous. Subsequently, the valve was not implanted and exchanged for a new 29mm navitor valve. There are no allegations of malfunction with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was a delay due to multiple recaptures and the implantation of the second valve. On (B)(6) 2024, a permanent pacemaker was implanted due to complete atrioventricular block. The pacemaker implant was not planned prior to the navitor implant procedure. No patient consequences were reported.

Manufacturer narrative:
An event of complete atrioventricular (av) block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible implant depth contributed to the complete av block; however, this could not be confirmed. The surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.